Event description:
Facility reported a reuse tech was sent to urgent care in 2000 because hands were red, swollen and double in size. Reuse tech given benadryl and aloe ointment for hands. Eleven days later, reuse tech's hands still a little reddened, but not swollen. Tech is back working and doing fine.